Event description:
It is reported that the surgeon chose to implant an incompatible combination of shoulder implants (19mmx56mm offset humeral head with a 46mm pegged glenoid component), as it was the best option for the patient.

Manufacturer narrative:
Evaluation summary: it has been reported that the surgeon used an off-label combination of bigliani/flatow humeral head and glenoid. The bigliani/flatow surgical technique states to "use the glenoid centering guides to determine if the glenoid size (black=40mm whit=46mm and blue=52mm) will fit well on the glenoid face. The outer dimensions of the guide match the articular profile of the glenoid implant." The technique also contains a table that defines the compatibility of the humeral heads and glenoids. This chart shows that for a 56mm humeral head there is only one glenoid with a 56mm articular surface. It was stated that the surgeon was aware of the incompatibly however decided to ignore this. Evaluation: the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.